Event description:
Caller states they received a result of lo on the active meter with no blood applied to the test strip. No adverse event reported. No action taken based on result. Requested return of suspect device and replacement was sent.